Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 3/15/2021 investigation: one sample was returned by the customer. It was reported that the dchu received an additional sample that was not reported by the customer. This sample was returned due to a fluid blockage-occlusion. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No issues were observed throughout the infusion. The infusion was completed successfully. All smartsite ports were able to be injected with water. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2426-0007 batch/ lot #: unknown received additional samples that were not reported by the customer. This sample was returned due to fluid blockage- occlusion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2426-0007 batch/ lot #: unknown. Received additional samples that were not reported by the customer. This sample was returned due to fluid blockage- occlusion.